Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that patients poly patella popped off for the 2nd time. The entire patella component was removed and an all poly patella was implanted. Doi: (B)(6) 2017, dor: (B)(6) 2017, affected side: left knee.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: product code 129409750, lot number 8513977. Device history review: DHR review. Product code 129409750, work order (B)(4) was manufactured on 12 may 2017. (B)(4) parts were manufactured per specification and all raw materials met specification. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.